Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, as the physician was pulling the second leg assembly through the sacrospinous ligament, the needle detached in the ligament. The physician did not retrieve the needle and left it inside the patient. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is over 18 years of age and was fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4).